Event description:
Initial report: this spontaneous non-serious case was reported by a consumer to our local affiliate. This case involves a female, who received taking poly-l-lactic acid (sculptra) with a first injection in 2008, and experienced no adverse events. This year (2009) approx five or six months ago, pt was injected with poly-l-lactic aced for the second time, and shortly after the injection, she experienced lumps and nodules at the injection site (cheeks) which then spread to other parts of her face. Pt states her face is still swollen, and has also experienced pigmentation and scarring. Pt states she has previously received collagen and botulinum toxin type a (botox) injections, and the lumps and nodules have appeared at the collagen and botox injection sites (around her nose and eyes). Pt has been prescribed cortisone treatment by her doctor. Event outcome is ongoing. Add'l info received on 08/26/2009: a pharmaceutical technical complaint has been initiated.